Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("protomenial dysmenorrhea") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia"), arthralgia ("arthralgia"), myalgia ("myalgia"), depression ("depressive state"), asthenia ("asthenia"), headache ("headaches"), migraine ("migraines") and eczema ("cutaneous eczema"). The patient was treated with surgery (removal of essure : bilateral salpingectomy with cornuectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, arthralgia, myalgia, depression, asthenia, headache, migraine and eczema outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, depression, dysmenorrhoea, dyspareunia, eczema, headache, migraine and myalgia with essure. The reporter commented: following the insertion, several symptoms happened including protomenial dysmenorrhea of secondary worsening rated 5/10, secondary deep dyspareunia rated 5/10 not systematic and which did not necessarily need the stop of sexual intercourse, arthralgia, myalgia, depressive state with asthenia, headaches starting 2 years prior initially catamenial but which tend to generalized and from which the intensity could suggest authentic migraines, and more recently cutaneous eczema which was currently of favorable outcome. This incident was reported to health authorities. Most recent follow-up information incorporated above includes: on 28-mar-2019: this case will be deleted from argus database because this is a duplicate from 2018-218716 case no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("protomenial dysmenorrhea") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia"), arthralgia ("arthralgia"), myalgia ("myalgia"), depression ("depressive state"), asthenia ("asthenia"), headache ("headaches"), migraine ("migraines") and eczema ("cutaneous eczema"). The patient was treated with surgery (removal of essure : bilateral salpingectomy with coronectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, arthralgia, myalgia, depression, asthenia, headache, migraine and eczema outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, depression, dysmenorrhoea, dyspareunia, eczema, headache, migraine and myalgia with essure. The reporter commented: following the insertion, several symptoms happened including protomenial dysmenorrhea of secondary worsening rated 5/10, secondary deep dyspareunia rated 5/10 not systematic and which did not necessarily need the stop of sexual intercourse, arthralgia, myalgia, depressive state with asthenia, headaches starting 2 years prior initially catamenial but which tend to generalized and from which the intensity could suggest authentic migraines, and more recently cutaneous eczema which was currently of favorable outcome. This incident was reported to health authorities. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.